Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima¿-ii y IV catheter leakage occurred in the tubing. New indwelling needle inserted and there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 12:30 noon on (B)(6) 2022, the patient needed to undergo a cta examination. The emergency nurse placed an indwelling needle in advance in the emergency department, sealed the tube with saline and clamped it. No abnormalities were found at that time. The patient was sent to the CT room for cta examination. When iopromide injection (contrast agent) was injected, it was found that the contrast agent leaked from the extension tube of the indwelling needle, but did not leak to the patient's skin. Immediately remove the catheter. A new indwelling needle of the same manufacturer and model was indwelled, and no abnormality occurred and no harm was caused to the patient. Keep the problematic device and report it to the equipment department of the hospital.

Event description:
It was reported that during use with bd intima¿-ii y IV catheter leakage occurred in the tubing. New indwelling needle inserted and there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 12:30 noon on (B)(6) 2022, the patient needed to undergo a cta examination. The emergency nurse placed an indwelling needle in advance in the emergency department, sealed the tube with saline and clamped it. No abnormalities were found at that time. The patient was sent to the CT room for cta examination. When iopromide injection (contrast agent) was injected, it was found that the contrast agent leaked from the extension tube of the indwelling needle, but did not leak to the patient's skin. Immediately remove the catheter. A new indwelling needle of the same manufacturer and model was indwelled, and no abnormality occurred and no harm was caused to the patient. Keep the problematic device and report it to the equipment department of the hospital.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2326093. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.